Event description:
The ethicon endo-surgery, llc echelon flex powered plus articulating endoscopic linear cutter did not work when used during a surgical procedure. After the doctor made multiple attempts to troubleshoot the device to get it to work, the health providers opened another stapler device which worked as expected for the remaining portion of the surgical procedure.